Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.the user reported bruising on the removing site of the previous sensor, which was removed on (B)(6) 2025 and the bruising happened since then.the issue was not related to tegaderm or steri-strips.according to the user,removing incision was already fully healed.the user's hcp was aware of the event and prescribed the user with betamethasone dipropionate cream.

Event description:
Senseonics was made aware of an incident where user reported bruising on the removing site of the previous sensor, which was removed on (B)(6) 2025 and the bruising happened since then. The issue was not related to tegaderm or steri-strips.according to the user, removing incision was already fully healed.the user's hcp was aware of the event and prescribed the user with betamethasone dipropionate cream.